Event description:
The customer stated that the architect i2000sr folate patient results are lower than expected. Samples were sent to a reference laboratory and the folate values were higher than architect (method not specified). There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.